Event description:
It was reported by the customer's mother, that the customer received a motor error alarm. Customer's blood glucose level at the time 533mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and prime alarm noted during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.